Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed the system was failed to emit x-rays. Analysis of the system log file showed ¿potential filament shorted to cathode¿ malfunction. During troubleshooting, the fse found an issue with the x-ray tube. The fse performed tube adaptation and conditioning. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.